Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm that the device would not save to pdf. Device saved to pdf on usb (universal serial bus) with no issues. It was also noted that the ECG (electrocardiogram) connector was loose on the lem (link electronic module) board, a tab was broken on the power cord bay door, the antennas were out of electrical specification and the speaker connection was damaged.

Event description:
It was reported the programmer will not save to pdf (portable document format). The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.